Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2012 the reporter contacted the animas corporation and claimed that over a period of a couple of months the up and down keypad buttons have become intermittently responsive. The reporter stated that on (B)(6) 2012 the keypad tore between the up and down arrow buttons. The patient reportedly wore the pump in a case exterior to garment and did not clean the pump. The reporter denied exposure to trauma and moisture. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4): on examination, the keypad cover was noted to be torn through the down arrow button, exposing the button contact. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. Testing confirmed intermittent response of the up arrow, down arrow and contrast keypad buttons, requiring multiple presses to evoke a response. The ok keypad button responded appropriately when tested. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons and the down arrow button contact was noted to be inverted.